Manufacturer narrative:
Further communication with the facility o.r. Consignment inventory manager, on 1/22/97, revealed that difficulty was experienced with the sheath. Another device was available to complete the surgery without incident. The device was returned to the MFR and has been analyzed as follows: received is a 12" guidewire. This unit is not consistent with the item reported. This guidewire showed no kinks or defects. This unit was flexible and could be introduced into a catheter. Anomalies were not found when examining this guidewire. A trend analysis was performed on similar incidents involving this catalog number and has not identified any trends. The facility's report of a defective device is inconclusive. Based on the information available, and the device analysis, no conclusion can be drawn as to the cause of the difficulties experienced. The facility will be notified of our review of this incident. The MFR is now closing its file on this event.

Event description:
On 12/19/96 the facility o.r. Buyer contacted a MFR rep and reported that the device was defective. No further info is available at this time.